Event description:
Customer tested 523 mg/dl and felt hyperglycemic. Customer reports taking 15 units of novolin and within 30-60 minutes passed out. Customer reports that the paramedics gave him sugar water to drink and tested him at approximately 100 mg/dl. Customer states that he was then taken to the hospital, where he tested 94 mg/dl and was given juice and food. No quality controls were used. No strip information provided. Requested return of suspect device and replacement was sent.